Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer administered a manual injection due to occlusion alarms. Subsequently, customer's blood glucose (bg) dropped to 49mg/dl. Customer consumed carbohydrates to address bg level. Reportedly the customer continued to use the pump for insulin therapy.